Manufacturer narrative:
Product complaint #: (B)(4). If other, describe: shoulder arthroplasty, patient status/ outcome / consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: CT scan, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Event description:
Approx. 2 years post tsa. Elderly patient with significant co-morbidities (according to surgeon), with osteoporotic bone. Patient presented with pain and decreased range of motion 6 months ago. CT scan showed loosening of glenoid component - surgeon had used bone graft around central peg of glenoid component, cemented peripheral pegs. Global unite head and proximal body removed to access glenoid component. Glenoid component easily removed. Head, proximal body and apg+ glenoid component all sent off for microscopy / culture. Multiple soft tissue specimens also taken. Distal unite stem (ref. (B)(4)) and biostop kept insitu. Replacement apg+ glenoid (44mm) implanted, cement used in all pegs. New unite proximal body and head - same sizes as removed, also implanted. Shoulder stable on reduction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h6 patient code. Corrected: h6 device code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ removed code for joint range of motion decreased.